Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient is bilaterally implanted. In-situ measurements performed on the left side revealed 9 electrode channels with high impedances status. Parents are unaware of any head injuries, illness and had presumed that the patient was hearing ok until that day's visit. A device assessment supported the in-situ findings. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is bilaterally implanted. In situ measurements performed on the left side revealed 9 electrode channels with high impedances status. Parents are unaware of any head injuries, illness and had presumed that the patient was hearing ok until today's visit. A device assessment appointment has been scheduled for (B)(6) 2016.